Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: it is reported, foreign matter. Event details: foreign matter on filter needle ae: no type: vial filter needle batch no.: 1336509. Needles contained a suspected contaminant on the filter needle. Failure of the product to comply with specification, foreign object. Did the patient miss their dose? No. Did the patient have an ae? No. Did the patient/hcp need to use a spare to cover the complaint? Yes.

Manufacturer narrative:
(B)(4) follow up: a report was received indicating the presence of foreign matter on a filter needle. To support the investigation, one unpackaged sample, four photographs and one video were provided and reviewed by the quality team. Visual inspection confirmed the presence of a dark-colored particle adhered to the needle. The images also depict a similar particle attached to the needle assembly, which was not enclosed in a packaging blister or protective plastic shield. The video depicts a human hand holding a needle assembly without a plastic shield. As the assembly is rotated, a dark-colored particle becomes visible. No additional insights could be obtained from the photographs or video. This condition may occur if dust particles are not adequately removed following preventative maintenance or repair of the assembly equipment. A device history record (DHR) review was conducted for material number 305211, lot 1336509. The review did not reveal any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with applicable specifications. The sample will be shared with production associates to raise awareness. Based on the investigation, including the returned sample and photographic evidence, the reported condition has been confirmed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of foreign matter on a filter needle. To support the investigation, one unpackaged sample and four photographs were provided and reviewed by the quality team. Visual inspection confirmed the presence of a dark-colored particle adhered to the needle. The images also depict a similar particle attached to the needle assembly, which was not enclosed in a packaging blister or protective plastic shield. No additional insights could be obtained from the photographs. This condition may occur if dust particles are not adequately removed following preventative maintenance or repair of the assembly equipment. A device history record (DHR) review was conducted for material number 305211, lot 1336509. The review did not reveal any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with applicable specifications. The sample will be shared with production associates to raise awareness. Based on the investigation, including the returned sample and photographic evidence, the reported condition has been confirmed.